Event description:
It was reported that during the implant procedure, the atrial lead exhibited a loss of capture, low impedance measurements and the helix was difficult to extend. The physician attempted to reposition the lead without success. The lead was no longer used and replaced. The patient experienced no complications during the procedure.